Event description:
It was reported that a 75 yo female patient had an unstable total shoulder replacement on the left side. Upon x-ray it could be seen that the stem had become loose around the cement and a shadowing around the glenosphere. The plan was to remove the stem and the cement and replace it with another cemented stem, as long as there was no infection and the glenoid components were secure. During surgery, it became apparent that the shoulder was infected. Samples and tissues were sent to microbiology for analysis. All the components of the reverse total shoulder replacement were removed and a spacer was cemented in place, whilst they awaited the results of the infection. No product is available for return as the local sterilization unit would not allow implants to be washed and sterilized for return. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending device evaluation. Concomitant medical products: 320-15-01 eq rev glenoid plate. 320-20-22 eq rev compress screw lck cap kit, 4.5 x 22mm (x2). 320-20-34 eq rev compress screw lck cap kit, 4.5 x 34mm. 320-38-00 equinoxe reverse 38mm humeral liner +0. 320-15-05 eq rev locking screw. 300-01-09 equinoxe, humeral stem primary, press fit 9mm. 320-20-00 eq reverse torque defining screw kit. 320-10-00 equinoxe reverse tray adapter plate tray +0.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for stem loosening and infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.